Event description:
It was reported that the procedure was to treat the calcified circumflex coronary artery with 70% stenosis. The colis of the high-torque balance middleweight universal ii guide wire stretched due to resistance during removal. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported stretched was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the calcified and 70% stenosed anatomy and/or other devices resulting in the reported difficult to remove. Manipulation of the device resulted in the reported stretched coils/noted multiple device damages (stretched out/twisted, separated shaping ribbon). The noted bends and kink on the core likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Return device analysis identified a break in the shaping ribbon. No additional information was provided.